Event description:
It was reported that during service and evaluation, it was determined that the robotic assisted saw handpiece device had a liquid leak. It was noted in the service order that the device had visible oil residue. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual handpiece device and device photos were returned for evaluation. During evaluation, it was not possible to duplicate the failure. However, analysis of the returned photos confirmed the reported issue. It was concluded that the reported failure was due to design. Further investigation and assessment of this design issue is covered under a CAPA in the quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.